Event description:
A patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to the patient and outpatient pd clinic to acquire further details concerning the patient¿s peritonitis, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient experienced peritonitis during a [pd] treatment; however, there was no indication this event was related to the performance, deficiency or malfunction of any fresenius product(s) or device(s) in the intake.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b3, d10.

Event description:
A patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to the patient and outpatient pd clinic to acquire further details concerning the patient¿s peritonitis, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient experienced peritonitis during a [pd] treatment; however, there was no indication this event was related to the performance, deficiency or malfunction of any fresenius product(s) or device(s) in the intake.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of the patient¿s peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s pd catheter infections cannot be determined as there was no information provided concerning this reported event. In the absence of the required information, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to the patient and outpatient pd clinic to acquire further details concerning the patient¿s peritonitis, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient experienced peritonitis during a [pd] treatment; however, there was no indication this event was related to the performance, deficiency or malfunction of any fresenius product(s) or device(s) in the intake.